Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported event of not being able to collect log files on the system controller (serial number (B)(6)) was unable to be confirmed through this analysis. Available information provided that the system controller was replaced after unsuccessful troubleshooting. The system controller had no bent pins and connected with ease each time. Log files were able to be obtained after the system controller was exchanged. The system controller was not returned for evaluation. Submitted log files were from the system controller that the patient was exchanged onto (serial number (B)(6)), and captured events consistent with the system controller being put into use after (B)(6) was exchanged out. No other notable events were captured in the available data. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 IFU, (section 8, ¿equipment storage and care¿), provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced intermittent low flow alarms. The vad team in clinic was unable to collect log files when connecting the patient's system controller, possibly due to internal communication issues within the controller. The team replaced the system controller after unsuccessful troubleshooting. Log files were obtained after the controller replacement. Log files for the replacement backup controller were submitted to tech services for review. Log file review of the backup controller (B)(6) appeared to capture one line of data recorded on (B)(6) 2025 @1519 when it was connected to the patient. Additional information noted the serial number controller sn is (B)(6). No bent pins, it physically connected with ease each time.